Event description:
It was reported that the procedure was to treat a right posterior tibial vein. An armada 14 balloon was advanced to the lesion without any resistance and inflated once at nominal. During attempted removal of the balloon, it became stuck on the 6f introducer sheath and the distal tip separated. A snare device was used to retrieve the tip from the anatomy. It was confirmed that the balloon was completely deflated before attempted removal. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents and/or complaints reported from this lot. Based on the information provided, a definitive cause for the entrapment and separation resulting in unexpected medical intervention to remove the separated tip could not be determined. It may be possible that the distal end of the introducer sheath was bent or collapsed causing difficulty withdrawing the balloon resulting in separation of the balloon/tip material during removal; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.